Event description:
It was reported that software error code 41622 1003 occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. No physical damage was found. Performed functional tests. No faults found with the pump. Noticed the error code 41622 on time in the history. Found no faults with the pump. Performed pm on pump. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.